Event description:
A new heparin bag was hung and the infusion was programmed appropriately into the bd alaris pump. The infusion should have run over about 20 hours, but the entire bag of heparin was administered to the patient in about 1.5 hours. Biomedical engineering confirmed the pump was programmed correctly; however, upon further investigation, it was found that there was a crack in the door hinge. Of note, this crack is not easily visible to an end-user (nurse) without additional and specific manipulation of the pump door. The crack in the door hinge prevented the door on the pump from closing appropriately, which again, was unable to be detected by end user (nurse) because the door on the pump was able to be closed and locked into place without issue. Because of the broken hinge, the technology that regulates the rate of infusion was not operational (again, no way to detect or know this technology was not operating) and allowed for the heparin to flow freely into the patient despite appropriate programming and procedure. The patient not experience any adverse outcomes, but was transferred to a higher level of care as a precaution for additional monitoring.